Manufacturer narrative:
Concomitant medical products: product ID: 37751, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was charging last night and an informational por message appeared on her insr. The por was cleared and issue was resolved. No further complications were reported/anticipated.